Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with an unspecified component that was reportedly melted. It was confirmed that the issue occurred prior to any patient treatment, and there was no patient involvement. Upon follow up, it was confirmed that a service technician confirmed the issue was caused by false contact in the outlet. The technician reportedly advised the user facility to use a voltage regulator and to replace the electrical outlet. It was confirmed that the machine returned to service, and confirmed that no sample parts were available for return.